Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Numerous attempts to contact the customer about their reported problem have been unsuccessful and no response appears to be forthcoming. The cause of the reported failure could not be determined. The device has not been returned to physio-control for evaluation.

Event description:
The customer reported that their device had its service indicator illuminated and had logged a potentially critical event code. The event code is indicative of a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform. The defibrillator output energy could be reduced by up to approximately 20% from the selected energy level. There was no report of patient use associated with the reported issue.